Manufacturer narrative:
Two 6 x 4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon dilatation catheters ruptured on first inflation at approximately eight atmospheres. There was no reported patient injury. The balloons were used on the same patient, same lesion in the basilic vein with no stent or calcification. There was no calcification of the lesion and no vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (total occlusion >3 months). The devices were stored and handled per the instructions for use (IFU). There were no difficulties removing the products from the hoops, the protective balloon covers, the stylets or any of the sterile packaging components of both devices. There were no kinks or other damages noted prior to inserting both devices into the patient. The devices were prepped normally (i.e. Maintain negative pressure) as per the instruction for use (IFU). Non-cordis contrast media was used with 50% contrast to saline ratio. A non-cordis indeflator was used successfully with other devices. There was no resistance/friction while inserting both balloons through the rotating hemostatic valve or through the guide catheter. The catheters were never in an acute bend. There was no unusual force used at any time during the procedure. Both balloon catheters were removed easily and intact (in one piece) from the patient. The plunger depressed into the syringe/indeflator when trying to inflate. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. Both balloons ruptured on first inflation. The shafts of both devices did not burst. The devices were not returned for analysis. A product history record (phr) review of lot 82177776 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event. A heavily stenosed lesion may damage balloon material when attempting to cross the lesion. However, with the information available and without return of the products for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time. This is one of two products involved with the reported event. The reporting reference number for the other event is 9616099-2020-03581.

Event description:
As reported, two 6x4 80cm powerflex extreme percutaneous transluminal angioplasty (pta) balloon dilatation catheter ruptured on first inflation at approximately 8 atmospheres. There was no reported patient injury. The devices will not be returned for investigation. The balloons were used on the same patient, same lesion in the basilic vein with no stent or calcification. There was no calcification of the lesion and no vessel tortuosity. The percentage of stenosis was 70%. The device was not used for a chronic total occlusion (total occlusion >3 months). The devices were stored and handled per the instructions for use (IFU). There were no difficulties removing the products from the hoops. There were no difficulties removing the protective balloon covers for both devices. There were no difficulties removing the stylets or any of the sterile packaging components of both devices. There were no kinks or other damages noted prior to inserting both devices into the patient. The devices were prepped as per the instruction for use (IFU) and both prepped normally (i.e. Maintain negative pressure). The contrast media used during the procedure was ge omnipaque 350mg/ml with 50% contrast to saline ratio. A merit basix inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting both balloons through the rotating hemostatic valve. There was no resistance/friction while inserting both balloons through the guide catheter. The catheters were never in an acute bend. There was no unusual force used at any time during the procedure. Both balloon catheters were removed easily. Both devices were removed intact (in one piece) from the patient. The plunger depressed into the syringe/indeflator when trying to inflate. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. Both balloons ruptured on first inflation. The shafts of both devices did not burst.